Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred and the pump stopped all insulin delivery. There was no impact on the customer's blood glucose levels. The pump was reset with tandem technical support and the malfunction did not reoccur.